Event description:
It was reported that patient did not charge their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.